Event description:
It was reported a bridge bolus was not programmed. The device manufacturer representative was prompted to do one by the programmer but then selected no bolus as they did not believe one was needed in this scenario. The pump was refilled with a lower concentration on the date of this report. No patient symptoms were reported. It was later reported that the bridge bolus was able to be implemented by a device manufacturer representative soon after the patient¿s original programming. The patient was doing well and receiving effective therapy. Morphine was being delivered via the device at a concentration of 25mg/ml and then when the pump was refilled, it was delivered at a lower concentration of morphine at 5mg/ml.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).